Event description:
Additional information was received that during the procedure the helix would not extend for the attempted repositioning, so the lead was explanted and replaced.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a few days after implant it was determined that the right ventricular (rv) lead had perforated the heart wall. There was pacing inhibition that lasted greater than a minute. The patient was taken in for a revision and the lead was repositioned, however the next day the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism partially retracted position. Visual inspection found dried blood/tissue around the neck region inhibiting helix mechanism testing. Subsequent electrical testing and x-rays did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of perforation.